Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the front panel membrane was replaced to resolve the malfunction. Analysis reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device's display was frozen. Complainant indicated that there was no patient involvement in the reported malfunction.